Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not use dexcom g4 platinum cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported than an unspecified pump issue occurred. The customer declined troubleshooting with tandem technical support, or to provide additional details.